Event description:
The patient called requesting assistance with dosing adjustments. The patient indicated that they do not have a healthcare professional (hcp) managing their diabetes. The patient indicated that they had low blood glucose of 22mg/dl. The patient did not implicate the product. The patient has continued to use the product with no reported issues.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The review of the pump black box history appeared inconsistent due to an unrelated issue; evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.